Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusions codes. The sheath was returned for evaluation. During visual inspection, the crimped valve was stuck at the distal end of the sheath strain relief with a valve strut appearing to protrude underneath. A puncture observed on strain relief, 3cm proximal from distal end of the strain relief, 3mm in size. Two severe kinks located 5cm and 10cm from the distal tip, respectively, likely due to packaging. The sheath was partially expanded about 11cm in length distal to the strain relief. The remaining shaft length was unexpanded. The sheath distal tip was unopened and undamaged. A liner tear observed near location valve was stuck distal to the strain relief. After removing the strain relief, the liner tear as noted to be 7cm in length starting 3 cm from the comnut. A liner strand was observed with a length of 4cm starting 8cm from the comnut. Hdpe damage along liner tear was noted. Imagery provided by the site was evaluated and the fluoroscopy image reveals the crimped valve with a bent strut within the sheath. During functional testing, the commander delivery system with crimped valve was able to be advanced through the sheath with no resistance. The remainder of the sheath expanded and the tip opened as designed. However, a piece of hdpe material dislodged from the liner tear location and exited from the distal tip of the sheath as the delivery system was advanced. The liner thickness was measured along the length of the tear. Thicknesses deviating from the specification could contribute to liner tear and/or be indicative of a manufacturing non-conformance. As the liner strand was stretched, liner thickness measurements were not performed along the length of the liner strand. All measurements met specification. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and one other complaint related to resistance between the sheath and delivery system was noted. That other complaint was unable to be confirmed. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. The operator is instructed to correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The resistance between the delivery system and sheath, sheath damage, sheath puncture, torn liner, and liner strand were able to be confirmed per evaluation of the returned device. However, reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As reported, 'the first operator experienced great difficulty in inserting the commander system through the esheath, another operator more experienced was able to advance further but with a greater pushing force, upon screening was visible, what appears a bend on the frame'. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' It is possible that patient access vessel characteristics such as calcification, tortuosity, and an undersized vessel contributed to the experienced resistance. Calcification and an undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance. Additionally, tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. However, as insufficient information/imagery was provided relating to patient anatomy, a definitive root cause is unable to be determined at this time. Per visual inspection of the returned device, the esheath was found to have a torn liner, liner strand, strain relief puncture, and hdpe damage. As resistance was met during system advancement through the sheath, the operator likely applied excessive force and manipulation to continue advancing the delivery system. It is possible that crimped valve interacted with the sheath, leading to the observed liner tear/strand, strain relief puncture, hdpe damage. As such, available information suggests that procedural factors (excessive manipulation, valve caught on sheath) may have contributed to the complaint events.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01244. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 29mm sapien 3 in the mitral position. The operator experienced great difficulty in inserting the delivery system through the esheath but was able to advance it with great pushing force. On fluoro, a bent on a strut of the valve frame was noted. The devices were retrieved as a unit. No harm was caused to the patient. A new device and esheath were prepared and the implant was successfully executed. Preliminary evaluation of the devices showed that the sheath had a puncture hole above the strain relief, 3 cm from distal end, 3 mm in size. Liner appeared to be torn where the valve was stuck, and a liner strand was visible.